Event description:
Patient reported a rupture: "implant with signs of RIC with partial collapse, associated with signs of REC". This record is for the right side. The device remains implanted.

Manufacturer narrative:
This report was impacted by eMDR scheduled maintenance occurring July 22-26, 2026. A review of the Device History Record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: Rupture.